Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault, elevated iop, significant reduction of iridocorneal angles, and significant shallowing of the ac. Reportedly, "iop was high, and ac was very shallow. Patient had complained of ocular pain." The lens was removed, and the problem was resolved. Cause of the event was unknown, a patient-related factor, and other, "oversize lens."

Manufacturer narrative:
4581: significant reduction of irido-corneal angles, shallowing of the ac. Manufacture narrative: secondary surgical intervention to remove the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).